Event description:
It was reported that there was intermittent fast stop activated error message. This error may cause the system to shutdown. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The boards were reseated and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.